Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a large abdominal aortic aneurysm with a short angulated aortic neck. The aneurysm was 5.39 cm in diameter. The infrarenal neck diameter was 3.7 cm in diameter. The left internal iliac aneurysm maximum diameter was 4.17 cm. The vessels were moderately calcified. It was reported that an abdominal CT imaging was done approximately two months ago due to atypical abdominal pain revealed a type ia endoleak and fracture of the proximal bare spring of the bifurcated stent-graft with a part of the spring remaining on the suprarenal proximal neck and a second part migrating with the remainder of the stent graft distally. The cause of the migration and type I endoleak is proximal neck dilatation. Because of the suprarenal extension of the aneurysm the physician decided to perform proximal neck suturing of the talent graft with prolene sutures (2-0) through laparotomy after severing the bare spring section; in order to shorten suprarenal clamp time and avoid cutting the stent graft limbs as they were well adhered to the iliac arteries. There was good postoperative result with no endoleaks. No additional clinical sequelae were reported and the patient is continuing to improve. Review of a single returned x-ray shows that the bare spring is fractured in two locations (at the proximal apices) and the fractured stent segment is approximately 2cm above the remaining intact stent graft. The stent graft is severely angulated near the flow divider. The cause of the fracture is unknown; the reported angulated neck at implant may have contributed.

Manufacturer narrative:
(B)(4). Evaluation method: (film). Evaluation results: inherent risk of procedure (stent graft migration, endoleak, stent fracture). Patient's condition affected effectiveness of device (aortic neck dilatation and angulation). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (aortic neck dilatation and angulation).